Event description:
Patient reported that they were seen by their dentist to get their tooth checked. Letter of recommendation was provided. The dentist states, the patient was seen due to pain on their anterior dentition. The presented with moderate mobility and severe pain on their maxillary anterior teeth, along with discoloration of tooth #9. A root canal was done on tooth #9. It is recommended that the patient stop byte orthodontics due to the traumatic forces.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.